Manufacturer narrative:
The event of capsular contracture is a physiological complaint, and analysis of the device generally does not assist allergan in determining a probable cause for this event. This event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time.

Event description:
Healthcare professional reported unknown side "capsular contracture," baker grade unknown. No treatment has been provided, and the device remains implanted.